Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy for renal failure chronic. The patient's family contacted baxter (B)(4) technical service center and reported the patient had been hospitalized due to peritonitis since the end of (B)(6) 2011. The onset date of the peritonitis was not reported. The outcome of the peritonitis and action taken with dianeal unknown were not reported. The reporter did not provide an opinion of causality.